Event description:
It was reported that during hemodialysis therapy with a hd cartridge line "while drawing blood", the patient experienced chest pain. It was reported the patient was hospitalized for the event. Treatment was not reported. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11 h11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.